Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that patient had surgery due to hydrocephalus on (B)(6) 2016. According to the report, the pressure level was adjusted to 0.5, but the patient's ventricles were getting bigger. The report stated on (B)(6) 2016, the patient developed an infection and went into a coma before going to the hospital. It was also reported on (B)(6) 2016 the ventricular catheter was explanted. Reportedly, the patient is still in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.